Event description:
A malfunction was reported involving a pump, which displayed a non-resettable code. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed normal ranges. Technical support arranged for the pump to be replaced, advised the customer on using a backup insulin therapy, and instructed them on the necessary steps and precautions for the replacement pump. Additionally, the customer was guided on returning the faulty device, with a signature required for the delivery of the new pump.